Manufacturer narrative:
H3 - device evaluation: the lens returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -9.5/1.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged with a same length lens implanted vertically due to excessive vault. The exchange resolved the problem.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).